Event description:
The operator of a vitros 250 chemistry system observed quality control results high, outside of expected range, with vitros amon slides. No pt results were reported during this event and the lab did not report any allegation of pt harm. This report corresponds to ortho clinical diagnostics inc complaint.

Manufacturer narrative:
An ocd field engineer performed maintenance on the instrument to replace the slide incubator caps, and cleaned the incubator and has returned the instrument to expected operation. The investigation into this event concludes that the root cause was instrument related.